Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the luer connector was cracked. The product was changed out. The surgery was successful. Blood loss of approximately 10cc's.

Manufacturer narrative:
Terumo did not receive the device for investigation. Lot numbers pe30, pf29 and pg04 were all reported as the possible lot of the reported device. The lots were manufactured between april and june of 2012 with an expiration date between march and may of 2015. An inspection of devices from the same lots of the devices involved was performed and revealed no anomalies. The most likely cause is due to shipping and/or handling post manufacturing. (B)(4). Method : a device from same lot of actual device involved in incident was evaluated; photographic images. Conclusions : reserve samples evaluated. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.